Event description:
It was reported that the patient experienced leak from the artificial urinary sphincter (aus) due to a pin size hole in the cuff. The entire aus system was removed and replaced with a new one. Patient is doing good post op.

Manufacturer narrative:
The ams 800 cuff was visually inspected and functionally tested. The cuff had a leak in shell from wear at a fold from the outside in. Review of the manufacturing records for batch 178376 confirmed that there was a total of 16 units started for this manufactured batch with 1 scrapped due to scrap code 23 (crooked rear tip) and 1 scrapped due to scrap code 17 (cosmetic (ink, smudge, etc.)). These nonconformities would not affect the reported complaint reason. It can be concluded that all the finished good components in this batch were manufactured per process and met all specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. The ams 800 pump was visually inspected. There was no significant findings during analysis. Review of the manufacturing records for batch 177781 confirmed that there was a total of 20 units started for this manufactured batch with 1 scrapped due to scrap code 119 (uncoated spots). This nonconformity would not affect the reported complaint reason. It can be concluded that all the finished good components in this batch were manufactured per process and met all specifications. Based on a lack of damage on the returned device, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. The ams 800 balloon was visually inspected and leak tested. There was no leak or damage during product analysis. Review of the manufacturing records for batch 178293 confirmed that there was a total of 18 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 18 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced leak from the artificial urinary sphincter (aus) due to a pin size hole in the cuff. The entire aus system was removed and replaced with a new one. Patient is doing good post op. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.